Event description:
According to the hospitalist physician: the pt was apparently manipulating her IV last night. A portion of it broke off and remained in her peripheral vein in the wrist. The pt herself fished this out and gave this piece to the nurse and this did appear to represent the whole IV. According to the nurse, the pt rolled over on the IV and it began to hurt and was red. No mention of the pt manipulating it by messing with it, but when she rolled on it. Because the IV was hurting, the pt asked for it to be restarted. When the nurse removed the IV, the distal end was missing. The pt did fish the piece out and it was given to the nurse and examined.